Event description:
It was reported the customer's battery compartment was damaged. Customer reported a crack at the top of the battery compartment. The customer stated they heard a loud popping noise, and then a piece of plastic from the battery compartment came off. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer's blood glucose was 87 mg/dl. No additional information provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Pump received with severely scratched display window, broken battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.